Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. There have been no other events for the lot referenced. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 19 aug 2017 with no relevant reported discrepancies.

Event description:
Sales rep reported patient had hip revision. Update 18/october/2018: rep reported that patient's hip was revised due to periprosthetic pelvic fracture after patient suffered a fall. Shell, liner, and head were revised.

Event description:
Sales rep reported patient had hip revision. Update 18/october/2018: rep reported that patient's hip was revised due to periprosthetic pelvic fracture after patient suffered a fall. Shell, liner, and head were revised.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a trident shell was reported. After review of the provided x-rays, the clinician confirmed the event. The device was not returned. However, some photos were provided. They show some evidence of biological material on the outer surface but show nothing else of note. Medical information provided was rejected for medical review by a clinician who stated - x-ray confirms pelvic periprosthetic fracture, need additional information such as operative reports, clinical/past medical history. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.